Manufacturer narrative:
The ge service rep ordered and reloaded new software. The system operates as intended.

Event description:
The customer reported the system would intermittently would not boot up. No pt injury was reported.